Manufacturer narrative:
Siemens healthcare diagnostics investigated. The customer reported positive/above reference range atellica im tnih results that were discordant versus an alternate method run on a new sample taken from the patient at a different site (hospital). Siemens reviewed the available information to determine probable root cause. The sample was initially resulted at the customer site on atellica im tnih as 6.393 ng/ml and repeated on a different atellica im instrument 6 days later as 5.601 ng/ml. These results are concordant. Quality control was in range at the time of the runs, indicating no instrument or application issue present. The same sample was sent to a partner laboratory 4 days later and repeated again on an alternate method (high sensitivity troponin t) and resulted as positive/above reference range which is also concordant with the atellica im customer results for this patient. There is no further information available on the sample that was drawn at the hospital or what method it was run on, therefore siemens cannot determine the exact root cause of the discordant negative result versus the atellica systems and partner laboratory method. Siemens cannot rule out preanalytical concerns with the sample drawn at the hospital nor can we rule out differences in results based on differences in the antibody binding dynamics of the alternate method that was run at this site. The patient was considered clinically healthy. The IFU states in the performance characteristics section, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." Based on the investigation, no product problem was identified. No further evaluation of the device is required. MDR 1219913-2020-00081 was filed for the same event for the initial result.

Event description:
A customer obtained positive (above reference range) results with atellica im high-sensitivity troponin I (tnih) that were discordant versus an alternate method run on a different sample from the same patient at a different site (hospital). The initial positive atellica im tnih result obtained at the customer site was reported to the physician who sent the patient to hospital (non-customer site). The patient was tested at the hospital and a negative result was obtained on an alternate method. The initial sample was retested at the customer site on a different day on a different atellica im instrument and a positive result was obtained, which was concordant with the initial result. The customer sent the sample to another laboratory for testing with an alternate method (high sensitivity troponin t) and the result was positive (above the method reference range). There are no reports that treatment was altered or prescribed or adverse health consequences occurred due to the atellica im tnih results.